Event description:
Clinical rationale: an impella rp flex device was inserted into the left femoral vein in a 51-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in right heart failure, in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was brisk oozing noted around the repositioning sheath. Manual pressure was held and a second purse string suture was placed. The oozing resolved. The patient received 2 units of packed red blood cells (prbcs). The activated clotting time (act) at the time of the bleed was 188. The impella functioned at p-8 at 3.4l/min with no issues. The following day, the impella rp flex was successfully weaned. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella rp flex device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and the impella cp.

Manufacturer narrative:
Investigation summary major bleed/access site adverse event: the cause of the access site adverse event was use related as the issue resolved with an additional suture.